Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to bacteremia. The implantable cardioverter defibrillator (ICD) was explanted. There were no additional adverse effects reported.